Event description:
A customer in (B)(6) reported the occurrence of false susceptible ceftazidime result for klebsiella pneumoniae in association with the vitek® 2 ast-n340 test kit. The ceftazidime result via disk diffusion method was resistant. Note: though the ast-n340 test kit is not marketed or sold in the united states, ceftazidime antibiotic is registered with the FDA and is contained on other vitek®2 test kits that are marketed and sold in the united states. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer did report a delay in reporting results to the physician greater than 24 hours. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: strain was not submitted for investigation. Isolate submittal is required to confirm the customer results. Raw data is required in order to assess organism growth in the vitek® 2 card. Further assessment is not possible without the isolate or raw data. Ast-n340 lot # 7800427203 met final qc release criteria. This lot passed qc performance testing.